Event description:
According to the pt, he was hospitalized in the month of (B)(6) due to stroke. He continued remodulin while in the hospital. Pt has difficulty speaking and so it's hard for him to explain what the issue is with his malfunctioning pump. I informed him that we will replace his pump, and we will also send a return box. No other info provided. The error did not occur in use. It did not cause any harm to the pt. The device is available for return. We are currently working on getting a replacement sent to the pt. Dose or amount: remodulin 88 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2012 to ongoing.